Manufacturer narrative:
After power up, the unit's display was working, but the backlight was not. In addition to this, during rewind, the device returned a broken force sensor. Upon further review of the unit's interior, there was corrosion found in the area of both the aa and internal battery connectors, and there was mold growing underneath the connector that connects electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the aa broken force sensor. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display as the insulin pump was submerged in water. The customer¿s blood glucose was 7.8 mmol/l at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.